Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were generated. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from the device and came to the hospital. When the device was interrogated, a power on reset was found to have occurred. Reprogramming was performed. The device was noted to be approaching recommended replacement time. The device was explanted and replaced. No patient complications have been reported as a result of this event.